Event description:
A malfunction on the pump was reported, with no notable events occurring prior to it. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump's malfunction code, which was resettable, and the same issue did not recur, resuming insulin therapy.